Event description:
It was reported that "the tip of the threads broke off inside the screw while the doctor was trying to extract the screw."

Manufacturer narrative:
Codes will be determined and reported on a supplemental following an engineering evaluation.